Event description:
Customer reportedly received results of 400-500 mg/dl and 187 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device, however, the test system has been discarded; replacement was sent.